Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer delivered a bolus via the pump to address elevated bg. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.